Event description:
During an aaa procedure, six gore viabahn endoprosthesis were used for the treatment of a common iliac aneurysm. Two devices (#1, #2) were deployed inside the aaa contra leg extender device. Both of these devices were partially extending out of the contra leg extender device. Two additional devices (#3, #4) deployed in the right external iliac artery telescoping into the #1 device. Two additional devices (#5, #6) were deployed in the right internal iliac artery telescoping into the #2 device. At the close of the procedure, the aneurysm was excluded and flow to the external and internal iliac artery was maintained. All devices were deployed without incident. Five hrs post procedure, the pt presented with no femoral pulse. Imaging revealed an occlusion in two of the viabahn devices (#3, #4). A thrombectomy was performed when it was noted that the #1 device had migrated up into the aaa trunk ipsilateral device. The migrated device was snared and removed. An additional 10mm x 10cm device was placed replacing the migrated device. Throughout the procedure, devices #2, #5 and #6 continued to perform as intended by providing flow to the right internal iliac artery without incident. The pt was doing well after the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Note: this event involved one device that migrated (#1-item# vbh100502, lot# 06788747) and two devices that occluded (#2-item# 100502, lot# 06790384 and #3-item# 080502, lot# 06652679). Mdrs associated with this event: MFR report# 2017233-2009-90038 (lot# 06788747); MFR report# 2017233-2009-90040 (lot# 06652679).